Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the heart and flushed from the side port before inserting the catheter, air was aspirated. Aspirating air several times did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator. The hospital discarded the reported sheath.